Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2013, the 2.25 x 8 mm xience prime stent was implanted to treat a lesion in the proximal left anterior descending artery with moderate tortuosity and mild calcification. On (B)(6) 2013, the patient presented with chest pain. Angiography confirmed definite stent thrombosis in the proximal portion of the stent. The thrombus was aspirated and dilatation was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effects of angina and thrombosis are known observed and potential patient effects as listed in the rx xience prime, xience prime sv, and xience prime ll everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.